Event description:
It was reported that the unit was not meeting the minimum e-time (expiratory) specs while a regularly scheduled pre-test was performed. No pt involvement.

Manufacturer narrative:
The investigation is currently underway. Once complete, a f/u report will be submitted.